Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 768mg/dl and diabetic ketoacidosis. Customer alleged pump did not deliver insulin as intended. Although requested, the customer declined to provide additional information and declined troubleshooting.